Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the following events. On [(B)(6) 2021] during preparation for a laparoscopic gallbladder resection procedure, it was found that the scope communication error was displayed. The user used the ltf-s190-5 and the otv-s300 in the intended procedure. The serial number of the ltf-s190-5 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the ltf-s190-5 of these serial number. The serial number of the otv-s300 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the otv-s300 of these serial number. The user replaced the ltf-s190-5 to another device and completed the intended procedure with the same otv-s300. On [(B)(6) 2021] during preparation for a laparoscopic rectal resection procedure, it was found that the error e216 which indicated the scope communication error was displayed. The user used the ltf-s190-5 and the otv-s300 in the intended procedure. The serial number of the ltf-s190-5 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the ltf-s190-5 of these serial number. The serial number of the otv-s300 used in the intended procedure was unknown, but it could be (B)(4) because the facility has the otv-s300 of these serial number. There was no failure when the ltf-s190-5 connected to another video system center or another endoscope connected to the otv-s300. The user replaced the ltf-s190-5 to another device and completed the intended procedure with the same otv-s300. There was no report of patients¿ injury associated with these events.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Omsc checked the subject device and found that the error e216 was displayed was duplicated when operating the angle. Omsc also found that the failure of the image and the error e216 was displayed when a load was applied to the glue filling part of the ccd. Also the bending section had damage such as wear and scratches, chip of the adhesive of the bending rubber side of the distal end. Based upon the investigation, omsc considered that the reported phenomena were attributed to the failure of the ccd. The ccd appearance had cracks at the glue filled part. Therefore based upon the condition of the bending section, omsc surmised that the cracks and damage of the ccd was attributed to unexpected stress being applied to the glue filled part which caused by external force being applied to the bending section from trocar and so on.